Event description:
It was reported that two ozark variable screws at c6 fractured approximately 3 months post-operatively. Revision surgery has not been performed or scheduled at this time. Fusion was not achieved. This report represents the first of the two screws.

Manufacturer narrative:
Visual inspection: the issue was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured at c6. The construct spanned from c3-c6, and it was composed of a three (3) level plate, eight (8) screws, and three (3) interbodies. Fusion was not achieved. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Incidences of this nature can be multifactorial. As fusion could not be confirmed in the provided radiographic image, it is possible that pseudoarthrosis could have contributed to the event. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. In addition to pseudoarthrosis, the integrity of the construct could have also been influenced by the number of levels instrumented. The use of a larger construct could have created an increase of dynamic loading at the caudal levels, contributing to the observed fractures. As the reported devices remain implanted in the patient, the cause of the reported event could not be established conclusively.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark variable screws at c6 fractured approximately 3 months post-operatively. Revision surgery has not been performed or scheduled at this time. Fusion was not achieved. This report represents the first of the two screws.